Manufacturer narrative:
We are aware of an have confirmed a potential condition where ids units with a pt monitor attached have been observed to have separated (top cover/bottom base). This complaint notification is the first report of a near incident. As part of our world wide post-market surveillance activities, we have learned about incidents involving infinity monitors which have infinity docking station (ids). The reported incidents involve the ids top cover assembly separating, which could be caused by the monitor being undocked/re-docked from an ids, or is being moved or repositioned including pulled/pushed while on the ids. This situation can result in the monitor falling, which could result in an injury to the clinician or pt. Investigation with the supplier has revealed that affected docking stations cannot be easily identified and the root cause is the result of a supplier process problem. As the result of this condition we have determined that it is necessary to perform an inspection of the infinity docking stations distributed or repaired during a specific period. (B)(4). We have identified the locations of potentially affected infinity docking stations and have published and release a medical device recall notification letter to be distributed to each identified customer. We have made appropriations for a draeger service rep to inspect these infinity docking stations at the customer site during the next service visit or as needed. In the meanwhile, we have included specific warnings and precautions in the customer letter to prevent the potential for pt and/or user impact. We have also posted a technical service bulletin on the draeger website to inform and advise our local service offices of the potential for the mechanical separation on the top/bottom assemblies of our ids device and that a mandatory field action is required to correct this problem.

Event description:
It was reported that when the nurse had pressed the nbp start/stop on the draeger medical systems delta monitor, the monitor tipped and the monitor fell from the infinity docking station (ids) unit. The attending nurse put her left arm up so that the monitor would not hit the pt. The monitor hit the nurse resulting in some topical bruising and a slight sprain to the wrist. The nurse was treated in the hospital emergency room, the wrist was wrapped and she was released. The nurse has returned to work. (B)(4).